Manufacturer narrative:
Updated data: b5 d4 h2 h3 h4 h6 image review: three intraprocedural media files were provided for review of the event description above. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. Evidence showed that the valve was fully released and appears to be adequately positioned in the aortic annulus, and during removal of the delivery catheter system the nose cone interacted with one of the paddles of the evolut frame causing it to dislodge aortic. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. The dislodged valve was snared and repositioned above the sinotubular junction and below the great vessels and a second was successfully implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the primary access was through the right femoral artery and the left femoral artery was obtained and used for the snare. Cusp-overlap technique (cot) was used during implant. The physician did not attribute the implant difficulty to patient anatomy or procedural considerations.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: 17-sep-2027, UDI #: (B)(4). H6: the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was deployed in the patient's native aortic an nulus. As the delivery catheter system (dcs) was being withdrawn, despite following guidance for slow deployment of the valve, and centering the nosecone of the dcs within the valve, the dcs caught on a paddle of the valve. Subsequently, the valve dislodged into the ascending aorta. The patient remained hemodynamically stable during the valve dislodge and the guidewire remained across the valve in the left ventricle. In response, the physician obtained additional access in the patient's contralateral groin and advanced a 25 millimeter (mm) snare. The dislodged valve was then successfully snared and positioned above the sinotubular junction (stj) and below the great vessels. The snare remained in the valve as a new valve was prepared and successfully deployed in the aortic annulus. The dcs was then successfully removed from both valves and removed from the patients body. Due to the valve dislodge a 25 minute procedural delay occurred. A non-medtronic guidewire was utilized to complete the procedure. Per the physician, the cause of dislodgement was the nosecone catching on a paddle of the valve.